Manufacturer narrative:
Review of camera images: the echo generated negative results for all cells. Well scores=0(all cells). Visual review of images: no adherence seen. The returned patient sample exhibited 4+ hemolysis. The submitted plasma sample (purported to contain an anti-htla), was tested by manual capture with returned and retention crrs(3), lot r056. The sample was nonreactive with all reagent red cells tested. Sample was tested by a tube hemagglutination test method using panocell-10. The sample was nonreactive with all cells tested. The event appears to be related to the nature of the sample. The package insert for capture-r ready-screen limitations section states: some igg antibodies have been shown to react poorly n solid phase red blood cell adherance assays. These include examples of antibodies to bga, bgb, kna, csa, yka, jmh, mcca, ch and rg. Weak examples of clinically relevant antibodies may fail to react by catpure-r ready screen, even though the antibodies are detected by an alternative technique. Passively administered anti-d may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique. No one test method is capable of detecting all antibodies.

Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready-screen 3 (crrs 3) on the echo. Three units of blood were transfused on (B)(6) 2009, and the patient had a transfusion reaction. A post transfusion sample was collected and tested by gel method and htla antibody was identified. The post transfusion sample was not tested on the echo.